Manufacturer narrative:
The caller was unable to provide any information regarding the reported event. Test strips are unknown because they were used up. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert: - high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. - storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter is expected to be returned for evaluation. Test strips are unknown. A comprehensive analysis is not possible as the complainant was unable to identify the test strip lot in question.

Event description:
Complainant's daughter called into customer care on behalf of her mother concerned about a high blood glucose result on 577 mg/dl on (B)(6) 2016 at 8:55 pm. The complainant did not believe that result to be accurate and did not administer any insulin based on that result. The caller reported that the complainant was 'concerned' about the high reading was driven to the emergency room. The complainant was seen at: (B)(6).

Manufacturer narrative:
Complaint could not be confirmed. Failure analysis of the returned nova max plus blood glucose meter revealed the device to be within product specification no performance failure was found. The complaint was not able to provide any further information regarding the test strip lot number involved in the reported event.